Event description:
It is reported that the pt was revised and during the revision, corrosion was noted between the femoral head and neck.

Manufacturer narrative:
Eval summary - primary operative notes were provided which note that the femoral taper was cleaned and dried prior to impaction of the femoral head. Revision operative notes state the post-op dx to be aseptic failure of the right total hip arthroplasty. It is noted that operative findings included corrosion at the femoral head/neck taper and a large amount of scarring around the periacetabular tissues including the greater troch region. It was also noted that the locking ring of the acetabular shell was stuck and the acetabular liner had to be removed piecemeal. A new locking ring was placed. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the event.